Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump is delivering more insulin than what it should be. The customer started experiencing low blood glucose the day prior to calling blood glucose dropped to below 1 mmol/l and customer was unconscious. Customer was hospitalized. Blood glucose at the time of the admission was 6.4 mmol/l. The customer was treated with glucagon gel on gums. Current reading was 13 mmol/l. A motor error alarm was found in the alarm history on 8/31/15 and the customer received another motor error during troubleshooting. The drive support cap is recessed. The device was not exposed to a magnetic field. It was advised to discontinue the use of the device and revert to a backup plan.